Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 300cc and experienced rupture on the left breast implant. The rupture was diagnosed by mammogram by the healthcare professional. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/12/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the problem observed date was on 04/16/18. The replacement devices were gel mentor memorygel breast implants 255cc. The concomitant product was gel mentor memorygel breast implant 300cc, catalog number 3507300bc, serial number (B)(4), lot number 5547300. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/28/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained clear gel. Gel was observed on the shell surface. Upon receipt the device was severely rented, it was received in three pieces. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).